Event description:
It was reported that the right ventricular pacing impedance was high at implant had started rising later. The thresholds were elevated. The lead was capped and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.